Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump in use for pulmonary arterial hypertension alarmed and displayed "no disposable clamp tubing". It was reported that trouble shooting was unsuccessful. Additional information was received indicating that the patient used a backup pump to receive the remaining infusion. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.